Event description:
Per the clinic, the patient was explanted due to migration of the device. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Additional manufacturer narrative: on 04/29/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to tricuspid regurgitation. However, it was learned that the event was not device related. The device has been disassociated from the event by the health-care provider; therefore, it has been determined that this is no longer a reportable event.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.